Manufacturer narrative:
The product investigation was completed. Device evaluation details: the carto vizigo sheath device was returned to johnson and johnson medtech for evaluation. A visual inspection and functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed the hemostatic valve was broken. A functionality test was performed and the device was recognized on the system; however, it was not visualized on the screen due to an open circuit. A microscopic examination of the hemostatic valve surface showed the valve was broken with stress marks. This condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000561 number, and no internal actions related to the complaint were found during the review. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson and johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
One carto vizigo¿ 8.5f bi-directional guiding sheath - medium was received by the bwi product analysis lab with no accompanying information, and was processed. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that the hemostatic valve was broken. As a result, this will be reported to FDA.